Event description:
(B)(6) contacted technical services when a patient presented via a merlin@home transmission showing nsrvo due to post-paced t-wave oversensing. The oversensing was noted on a stored egm. The device was post-paced t-wave oversensing on the ventricular lead when pacing at 100bpm with a 250 ms pace refractory. The t-wave measured to be approximately 1.6mv and it followed the ventricular pacing pulse by 305ms. The patient did not receive therapy during the oversensing. The low frequency attenuation filter was programmed off. Technical service discussed programming the ventricular post-paced threshold start from auto to 1.8 and programming the ventricular post-paced decay delay from auto to 95. The programming changes were not made at this time and will be discussed with the following physician.